Event description:
The tps universal driver was sent for eval because it was smoking during a procedure. The procedure was completed with the same device without any delay; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.